Event description:
(B)(4). It was reported that on (B)(6) 2023 a 29mm navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve was stent diameter - aortic side: 34 mm stent diameter - annulus side: 25 mm.the patient had severe calcification of the native aortic valve with >1800 mm3 of calcium as measured by 3mensio software, with small amount of those calcifications extending into the upper lvot. The device was implanted with a depth of 6.20mm. A post-implant balloon valvuloplasty done due to paravalvular leak (pvl) present at 6 o¿clock position in short axis view showing on echocardiogram. Post procedure, on an known date, but prior to discharge from hospital the patient had complete heart block requiring a permanent pacemaker implant. The patient is stable

Manufacturer narrative:
An event of the paravalvular leak, heart block, and permanent pacemaker implant post-implant was reported. Information from the field indicated that the pacemaker was implanted and that post-implant balloon valvuloplasty was done due to a paravalvular leak. The possible causes for a paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties, and inadequate radial forces. Information from the field indicated that there was severe calcification present to allow valve sealing. Information from field indicated that implant depth was 6.2mm, deeper than the optimal depth that could have contributed to the reported to event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received and a correction needs to be made, that the correct patient for this case is patient (B)(6). Patient (B)(6) did not develop a complete heart block. A correction was made in the clinical database indicates that the heart block in questions pertains to patient (B)(6) with clinical information: (B)(6) captured under (B)(6) with a competent authority reference number of (B)(4). Patient 245 did not develop a complete heart block and did not receive a permanent pacemaker.

Manufacturer narrative:
An event of the paravalvular leak was reported. It was indicated that the pacemaker was implanted and that post-implant balloon valvuloplasty was done due to a paravalvular leak. Reportedly, that there was severe calcification present to allow valve sealing. Final implant depth was 6.2mm, deeper than the optimal depth that could have contributed to the reported to event. The patient has a medical history of coronary artery disease, (ptca) with stent, myocardial infarction, and hyperlipidemia, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The reported unexpected medical intervention was result of case specific circumstance as the post-implant valvuloplasty. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 - health effect - clinical code - 4444: heart block was removed. H10 - related report numbers - related report number associated with complaint/record that the heart block actually pertains to.